Event description:
Boston scientific crm received information from a latitude red alert that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited a high out of range pacing impedance measurement greater than 2000 ohms. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated that the patient was seen in clinic. No intervention was performed at this time. The patient planned to follow-up with the clinic after their vacation at a date in the near future.

Manufacturer narrative:
Additional information received indicated that a revision procedure took place and the pace/sense portion of the rv lead was surgically abandoned. A new pace/sense rv lead was implanted. The chronic rv lead remains in service for defibrillation. No additional information is available at this time. If additional information becomes available the event will be updated.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.